Event description:
It was reported that a user¿s daughter stated the user consistently announced meals as ¿less,¿ and the healthcare provider advised the user to resume announcing meals as usual; review of outcomes showed a blood glucose value of 324 mg/dl, and troubleshooting and education were completed for incorrect meal size with the ilet. Symptoms included hyperglycemia. Outcomes included elevated blood glucose without hospitalization. Investigation included review of available device use information and outcomes, along with user education on correct meal announcements. Investigation of this case revealed incorrect meal entry behavior leading to underdosing, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that user practice error related to meal announcement was the most probable cause.

Manufacturer narrative:
Initial.